Manufacturer narrative:
Section a3b, a4, a5, a6: unknown/ asked but not available. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the monofocal toric intraocular lens (iol) was explanted due to an unexpected post-op refraction. The vision pre-op: 20/30 and the vision post-op: 20/25. Additional information suggests that the lens was replaced with another diu150 , 21.50d lens having the higher diopter iol. Standard medication was given. No injury or medical intervention is required. The patient's status is unknown. The product was discarded. No further information was provided.